Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a 5cm slit on the weld line at the upper part of the bag. The reported condition was verified. The cause of the slit was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4 liter oxygen barrier bag had ruptured from the bag seam. The device was filled with total parenteral nutrition. There was no patient involvement. No additional information is available.